Manufacturer narrative:
Date rec¿d by MFR : 26jul2019, date of report : 29jul2019. There was no on-site evaluation from the manufacturer. The customer refused service. The customer has not provided any information regarding the resolution of this issue. The state of the ventilator is unknown. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer contacted technical support (ts) stating that unit would not boot up. The customer reported there was no patient involvement.